Event description:
Supplement report being submitted due to the completion of the investigation on 13-feb-2024

Manufacturer narrative:
PMA 510k #k182980. This complaint was raised to capture user error incorrect size wire guide used with replacement device zilbs-635-10-8. It is related to pr 410041 - difficulty inserting a wire guide into the tip. Device evaluation the zilbs-635-10-8 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0065) states the following: ¿delivery system - the delivery system accepts a .035 inch wire guide. ¿equipment required - .035 inch wire guide of appropriate length.¿. The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause of the use of a non-required wire guide with the replacement device used to complete the procedure was identified. From the information provided it is known that a 0.025¿ wire guide was used with the device when the IFU states that the required wire guide used be 0.035¿. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary. According to the initial reporter, the olympus/visiglide2 0.025inch wireguide was used with the replacement device to complete the procedure where a 0.035inch wireguide is specified in the IFU. Confirmed quantity of (B)(4) device, confirmed used. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the wire guide (olympus/visiglide2 0.025inch angled) was inserted into the tip of zilbs-635-10-6, the user felt something was wrong (it was not inserted smoothly), so he stopped using it. The procedure was completed by using another size (10-8)(lot#: unknown). This file ill capture the user error use of the olympus/visiglide2 0.025inch with the replacement device. <sales rep's comment> since this facility uses this product on a regular basis, we do not see any problem with its usage. 1 general questions for all complaints 1-1 (if any damages were confirmed prior to use)was the package damaged? No 1-2 (if any damages were confirmed prior to use)how was the device stored? 1-3 was a sphincterotomy or balloon dilation performed prior to use of the stent device? No 1-4 was pos.t-dilation performed after the placement of the stent? No. 1-5 what brand of endoscope was used with the device? Olympus/tjf-260v 1-6 what was the target location for the complaint device? Common bile duct 1-7 was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 1-8 details of the wire guide used (name, diameter, hyrdophyllic)? 1-9 was resistance encountered when advancing the wire guide or delivery system to the target location? No. 1-10 how did the physician deal with this resistance? 1-11 was the patient's anatomy tortuous? No 1-12 did the tip of the delivery system cross the targe.t location? No. 1-13 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. 1-14 was the stent being placed through the side wall of a previously placed stent? No 1-15 was the elevator in the down position during deployment? Yes. 1-16 are images of the device of procedure available? No. 7 difficulty advancing over the wire guide: 7-1 details of the wire guide used (diameter, hydrophyllic, make)? 7-2 was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes. 7-3 was the patient¿s lesion heavily calcified / anatomy tortuous? No.